Event description:
On (B)(6) 2008, it was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure on (B)(6) 2008. The anchoring and compression balloons were tested prior to being used on the patient. Once the procedure was started while building the pressure, water was pouring out of the penis. The compression balloon leaked and the procedure was completed with another of the same device. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). A visual examination of the returned device revealed there were no anomalies. During the functional testing, the compression balloon was filled and a leak was observed from the proximal bond. A review of the device history record (DHR) for the pertinent lot was performed and no anomalies were noted. A search of the complaint database did not identify any similar complaints reported for the same lot. (B)(4).